Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper extra support. Guide cath: wes, cruiser hydro. (B)(4) re-insertion, excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a percutaneous intervention (pci) treating a moderately calcified, proximal-distal right coronary artery (rca) serial lesions. Following pre-dilatation, a 2.25x28mm xience alpine stent delivery system (sds) failed to cross the proximal rca due to anatomy. Another attempt was made to advance with excessive force the same 2.25x28mm xience alpine sds; however, the stents distal end deformed and failed to cross again. During xience alpine sds withdrawal, the stent was trapped in the guide catheter. The patient became increasing restless, experiencing chest pain. Medication was provided and all was removed as a single unit from the patient's anatomy. Once outside the anatomy, the 2.25x28mm xience alpine proximal shaft was manually cut to remove the entire sds out of the guide catheter. A new guide catheter was placed and additional pre-dilatation was performed. The lesions were successfully treated with three xience alpine stents (2.25x12mm, 2.25x15mm, 2.25x18mm). The proximal rca was dilated. A good angiographic outcome was achieved. The patient remained in stable condition and was discharged two days later. Per physician, the chest pain was not serious. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the reported patient effect of angina is listed in the xience alpine, everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Furthermore, it was reported that the device met resistance and use of force was applied. It should be noted that the xience alpine everolimus eluting coronary stent system IFU states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. The investigation determined that the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.